Event description:
On 11/01/2021, it was reported by a facility representative via sems that (2) ar-613-1 handles are broken. This occurred in a case when the connecting end piece broke off. All pieces were retrieved. There was no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Review of this complaint confirmed the event summary code selection. A product history review was performed as required. The complaint device was not received for evaluation. Based off the information provided, the most likely, the most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces. As no further investigation was able to be performed no change in harm was identified.